Manufacturer narrative:
Based on the claim against the product by the customer noting clamping impossible, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Verification of the event details was performed. Per review, the following was confirmed: a gastrectomy - total procedure was performed on system (B)(4) on (B)(6) 2022. A review of the system logs was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: "logs show pn 480460-09 / (B)(4) was installed on the system two times and fired two green reloads. On each install, following a completed clamp, there was an incomplete firing. The first firing attempt (B)(4), with the second attempt (B)(4). There were multiple pauses for compression during these attempts and peak force (n) was around twice as high as expected. There are no stapler related errors in the master supervisory controller (msc) logs and the instrument engaged successfully on both installs. No image or video clip for the reported event was submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci assisted total gastrectomy surgical procedure, the clamp/clip function of the sureform 60 stapler was not possible. The procedure was aborted/converted due to patient's anatomy with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: the conversion to open surgery was two hours after the stapler problem. The conversion was due to a patient anatomic issue (abnormal mass that was not visible on CT images).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint based on system logs review. The sureform 60 stapler was analyzed and found to have repeated clamping failures based on logs review. However, it was not replicated during in-house testing. The instrument was placed and driven on an in-house system and passed recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions, the grips opened and closed properly, and passed the hi-challenge foam test with no issues. No errors appeared during in-house testing. The complaint regarding clamping impossible was confirmed by system logs, which indicates that the device did contribute to the customer reported issue. An additional observation not reported by the site: the instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the tube of the stapler. The binding between the main bushing and roll gear was found to be improper. The probable root cause of this failure is attributed to manufacturing.